Manufacturer narrative:
Additional information received from the manufacturer's clinical field specialist stated that the following day, the user cleared moisture off of the console's airtrap sensor. Ivtm therapy (patient rewarming) was resumed and completed using the same console, suk and catheter. No further issue was reported. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy patient rewarming phase, the user observed signs of leak on the floor near the patient's bedside and emptying saline bag. Following this, the thermogard console ((B)(4)) was placed on standby and disconnected the start-up kit (suk) from the catheter. The user examined the start-up kit (suk) airtrap and the console's airtrap holder for leak, confirming a possible leak on the suk airtrap. Following this, ivtm was placed on hold since the hospital personnel felt that the patient's temperature is already near the target rewarming temperature. No known impact or patient consequence was reported.